Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) blood backed up in the machine, not working properly, possible blood damage to unit.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse removed the pneumatic interface module and the pcbs and checked for any signs of blood damage. Fse saw no signs of blood infiltration inside the device. Replaced the pneumatic interface module with a customer issued part due the bloodback. Functional tested without any further issue or failures. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) blood backed up in the machine, not working properly, possible blood damage to unit.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).